Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported that she experienced elevated blood glucose in the high-300 mg/dl range and was hospitalized overnight on (B)(6) 2011. Blood glucose first elevated in (B)(6) 2010, and she was placed on a levemir pen by her cardiologist. This resolved the concern "for a while." On (B)(6) 2011, blood glucose began to elevate again. She saw a new endocrinologist on (B)(6) 2011, and blood glucose was in the 200 mg/dl range. Endocrinologist recommended that patient go to the hospital and "set it up" for patient to do this on (B)(6) 2011. Blood glucose was approximately 400 mg/dl when she got to the hospital, and target blood glucose is 70-90 mg/dl. Patient was treated with an insulin drip at the hospital. Physician removed the patient from the infusion device and placed her on insulin injections. No product issues were revealed during troubleshooting. Patient thought infusion sets might be the cause of her hyperglycemia, and she was advised to contact the manufacturer. Company representative contacted physician's office and spoke with nurse educator. Nurse advised patient was in the hospital for "observation only" and that physician was not familiar with this type of infusion device. Follow-up was completed with patient on (B)(6) 2011. Patient resumed infusion device therapy and blood glucose was back within the normal range. No further concerns were reported.